Event description:
The customer contact reported a separation. The tubing set was being primed with an unspecified solution when it was immediately noted that the tubing had separated from the leg of the clave y-site distal to the cassette. No specific details were provided. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical therapy. No medical interventions were required. No additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. During the investigation, no possible causes for the customer reported separation was identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.